Event description:
The patient was having a x-ray procedure of inserting a catheter. The x-ray screen had white lines/blooming effect on images. The procedure was stopped and the catheter was removed from the patient. The patient was not injured.

Manufacturer narrative:
Result and conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.